Event description:
The report received from the affiliate states that the sleek balloon was inflated then deflated with 1/3 of contrast and 2/3 heparinized saline. When trying to remove balloon, the physician unable to do so. The lesion was described as highly calcified. When balloon catheter pulled and removed, the distal end of balloon catheter including the balloon appears to have remained in patient. The patient required surgery the following day to have balloon removed. During surgery, large amounts of calcium were noted on the exterior of the balloon. The patient was listed as stable post operatively. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This medwatch is being filed by cordis as the importer of the (sleek pta dilatation catheter) in accordance with sec. 803.40 governing importer reporting requirements.

Event description:
The product was received on (B)(4) 2012. Balloon or distal end of device detached and not included. The device has been sent for evaluation. Additional information will be forthcoming within 30 days upon receipt. Importer report number - (B)(4).

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This medwatch is being filed by cordis as the importer of the (sleek pta dilatation catheter) in accordance with sec. 803.40 governing importer reporting requirements.

Event description:
The device was returned for evaluation: however the balloon, including a distal section of banded inner was not attached to the device. Visual inspection identified that there is evidence of excessive handling. The result of the evaluation is confirmed for component detachment. Based upon the available information, the definitive root cause for this event could not be identified. It is unknown whether patient factors or procedural techniques may have contributed to the event. A complaint lot history review was conducted and no anomalies were found. The reported customer complaint of balloon separated was confirmed, withdrawal difficulty could not be determined. Review of the analysis and the events description suggests that lesion characteristics may have contributed to the reported event. There is nothing in the event description or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. This medwatch is being filed by cordis as the importer of the (sleek pta dilatation catheter) in accordance with sec. 803.40 governing importer reporting requirements.